Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the enteral feeding pump had a blank display during a procedure. There was patient involvement but no harm reported. Upon triage, service found the startup tones were not audible.

Manufacturer narrative:
The unit was triaged and the reported condition was confirmed. For the no audible alarm issue, a trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.